Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd maxplus pressure rated extension set with removable needleless connector it was unable to be primed. 1 of 2 events. The following information was provided by the initial reporter: extension sets will not prime. No way to push saline through the extension set.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-jul-2023. H.6. Investigation summary: five samples model mp5303-c (three samples lot 23029049 and two samples lot 23039116) was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. Two samples lot 23039116 were unable to be flushed. Further visual inspection under the microscope showed excess solvent near the male luer for the two samples lot 23039116. The customer complaint that the set was unable to be flushed was replicated. A device history record review for model mp5303-c lot number 23029049 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 23039116 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd maxplus pressure rated extension set with removable needleless connector it was unable to be primed. 1 of 2 events. The following information was provided by the initial reporter: extension sets will not prime. No way to push saline through the extension set.